Event description:
It was reported that the bd alaris pump module smartsite infusion set clamp appears to be upside down. The following information was provided by the initial reporter: tubing will not prime. White circle valce between drip chamber and first y-port above pump site/blue side clamp appears to be upside down.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample submitted shows that the check valve of the assembly was installed backwards, and therefore not allowing for fluid to flow through the infusion set. A device history record review for model: 2426-0007, lot number: 22029749 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue discovered in this complaint is that the infusion set was assembled incorrectly at the manufacturing facility. Investigation at the manufacturing facility indicates that an assembly fixture was incorrectly used and therefore causing the check valve to be assembled backwards.

Event description:
It was reported that the bd alaris pump module smartsite infusion set clamp appears to be upside down. The following information was provided by the initial reporter: tubing will not prime. White circle valce between drip chamber and first y-port above pump site/blue side clamp appears to be upside down.